Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) was not able to be reviewed as the device serial number was not able to be obtained. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. As the device was not returned to edwards for analysis, and the root cause for the stenosis, thickened leaflets, and regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 21mm pericardial aortic valve was explanted after an implant duration of approximately ten (10) years and five (5) months due to leaflet thickness leading to stenosis (mean gradient 52mmhg) and intravalvular regurgitation (valve area 1 cm2). A model 23mm pericardial aortic valve was implanted in replacement. During the same surgery the patient also received a 32mm annuloplasty ring in the tricuspid position. The patient post operative condition was noted to be normal.